Manufacturer narrative:
Results: the penumbra system ace 60 reperfusion catheter (ace 60) was stretched approximately 114.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was stretched. Stretching damage typically occurs due to forceful retraction of the ace 60 against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the penumbra system ace 60 reperfusion catheter (ace 60) was kinked upon removal from the packaging. The damage to the ace 60 was noticed prior to use and therefore, it was not used for the procedure. The procedure was completed using a new ace 60.